Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported tip detachment was able to be confirmed. The reported peeled tip was unable to be confirmed however there were noted polymer coating and coil separations. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. It should be noted that the hi-torque guide wires for pta, instructions for use (IFU) states: do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: sheath: 6f, quick cross support catheter. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified posterior tibial artery. A hi-torque (ht) command guide wire (gw) was advanced through the collateral artery to reach the posterior tibial artery, but was unable to advance due to heavy calcification. Therefore, a snare catheter was used retrograde to help pull the guide wire tip into the posterior tibial artery and due to the resistance, extra force was applied. When the snare catheter was removed from the patient, it was noted that part of the tip of the gw had separated and remained on the snare. The ht command gw was removed from the patient and a new support catheter and new ht command gw were used to continue the procedure and maintain vessel access. The ht command gw was then replaced with a non-abbott gw, at which time it was noted that the other part of the gw tip (the polymer) was still in the anatomy. This piece was snared at the bifurcated vessel near the anterior tibial artery. The procedure was then completed successfully. There was no clinically significant delay in procedure and no adverse patient sequela. No additional information was provided.